Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. During an internal inspection it was observed that their was physical damage to the biphasic module mounting bracket, likely due to a fall of the device, that caused the biphasic module to not be positioned correctly. This resulted in pcb-mounted jack connector, designator j108, on the biphasic module, to become unseated. After replacing the biphasic module mounting bracket, repositioning the biphasic module and reseating the pcb-mounted jack connector, designator j108, on the biphasic module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device did not provide defibrillation energy to a patient in ventricular fibrillation. A backup device was subsequently used to deliver defibrillation energy to the patient. The patient did not survive the reported event. The healthcare providers confirmed that they believe the device use did not contribute to the patient outcome because a backup device was obtained and used to continue care with minimal delay.